Event description:
It was reported the rhythms were interpreted not to be true asystole. Noise or non physiologic intervals started and ended the "asystolic" episode. The implantable cardiac monitor was explanted and replaced with a pacemaker. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The report found sensing (other), the lifetime asystole episode counter is 48.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.